Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4) product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 5-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was recei ving dilaudid (hydromorphone) (22 mg/ml at 2 mg/day) and bupivacaine (20 mg/ml at 1.818 mg/day) via an implantable pump for unknown indications for use. It was reported that patient reported pump discomfort that hurt with movement too close to their ribs. A pocket revision was scheduled. Patient also mentioned they did not feel their patient therapy manager (ptm) boluses were providing additional pain relief. The patient did not report any external factors that may have contributed to issue. The healthcare provider (hcp)  removed the pump, repositioned it and attempted to aspirate from the catheter. He was unable to aspirate and noticed the catheter was cut. He removed the old catheter and replaced it with a new 8780. The issue was resolved at time of this report. The patient status was alive no injury.